Event description:
It was reported that the voltage was at 3.63v; battery depletion appeared to be premature. The pt had been at steady parameters, therapy impedance 1216 ohms, 49ua; electrode impedances at 1.5v show some >2000 ohms; the pt was programmed to 1-2-c+; 3.5v. The pt was getting partial benefit at that point as stim was intermittent. The pt had been doing some heavier weight lifting for exercise (130lbs).

Manufacturer narrative:
This report is being submitted following an internal audit.